Event description:
The user facility reported that a tr band was applied to a patient post cardiac catheterization procedure from access of the right wrist. The tr band's syringe that inflates and deflates the device tip was broken. The tip was broken and could not be inserted into inflation/deflation port. The syringe from the initial tr band used was utilized to inflate the second tr band. No bleeding complications were endured by the patient and no death or other complications were noted. The procedure was a left heart catheterization. The estimated blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 12jan2024: there was 12ml's of air injected into the tr band when applied. The tr band deflated almost instantly. The patient was stable. The procedure was completed successfully. Manual pressure was applied until the third tr band was applied.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2024-00002.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for inflator tip damage because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. A supplier corrective action report (scar) was initiated for this issue. The root cause and conclusion will be included in the scar. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).